Event description:
It was reported that during a nasal procedure using a coblator ii controller, the unit did not function upon initial activation. This deficiency resulted in a 60 minute surgical delay, while an alternate device was located. There were no reported pt complications as a result of this event.

Manufacturer narrative:
Visual inspection did not reveal any external damage that would be inconsistent with normal use over time. No cosmetic or physical anomaly was observed. Function testing revealed the yellow coblate activation light on the controller would blink rapidly when the yellow coblate pedal on the concomitant foot control assembly was depressed. Test results revealed the controller had no power output to a known good wand due to a component failure on the power output board. The issue prevents the ablation and coagulation functions from performing as intended on the controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller at the customer's facility, causing an unexpected premature failure of an electronic component inside the controller, use of an improperly rated power cord, improper extension cord, or a loose power connection. Review of manufacturing records indicates the subject controller met manufacturing specification when released for distribution. Containment and corrective actions were not identified to be necessary as there were no design, manufacturing or material deficiencies identified which would have contributed to this incident. No remedial, corrective or preventive actions are to be implemented by the manufacturer.